Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted. The customer saw air bubbles at the luer lock and removed them by priming the tubing. No additional troubleshooting was performed.